Event description:
A purchasing agent reported that the doctor "did not like the look" of the intraocular lens (iol). The lens was not implanted and another lens was used. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/02/2008, 07/22/2009, and 07/23/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 07/31/2009.